Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.

Event description:
Per the surgeon's report, the patient has a mondini malformation and the electrode array was not in the cochlea. The device was explanted, and a new device was implanted during the same surgery. The patient is hearing with the new device.